Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer did not know the perceived cause of low blood glucose or the blood glucose reading at the time of the event. He complained of feeling weak and dizzy, and he ate a banana to treat. Emergency medical services intervened and transported him to the emergency room. The customer's diabetes educator stated that the customer had not been wearing the insulin pump at the time of his admittance. She noted that he had had high blood glucose readings in the 500 mg/dl for several days before he had to be taken to the hospital. She reported that the reservoir was not fitting into the insulin pump because the reservoir compartment was stripped. She added that the customer had not been changing the infusion set out every 2-3 days as recommended. The caller advised that the customer had possession of the insulin pump. She was advised to obtain the device for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.